Manufacturer narrative:
As reported, the optifix straight fixation device did not fixate the mesh at cooper¿s ligament. The subject device has not been returned for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. However, based on the event as reported, the issue may have presented due to user/device interface while the surgeon was attempting to fixate at the cooper's ligament. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied (IFU) with the device adequately describe the proper technique for fastener delivery. The precautions section states ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ not returned.

Event description:
As reported, during a laparoscopic inguinal hernia repair procedure on (B)(6) 2022, a bard/davol optifix straight fixation device was used. The surgeon tried to fix a mesh with the area of fixation being at the cooper¿s ligament. As reported, there was an inadequate fixation into the mesh and then the fastener could not be deployed. There was no reported patient injury.